Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise caused by a fractured lead. The lead was capped and replaced.